Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx aptus endoanchors were implanted to treat a patient with another manufacturer¿s stent graft system that has migrated with a type I endoleak. It was reported that the patient had an endoleak of indeterminate origin with aneurysm enlargement. The physician performed an intervention with embolization of two translumbar arteries. The unknown endoleak was not resolved and is continuing with treatment. The investigator indicated that the event was related to the aneurysm. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Internal film review: review of CT¿s revealed that another manufacturer¿s device was implanted in the patient. The proximal end of the device was positioned just below the lowest left renal artery. The max diameter infrarenal aaa measured 68mm and there was contrast seen within the proximal sac from a unknown type endoleak; possibly from a proximal type I. Beginning at the bifurcate flow divider, the left iliac limb(s) were 100% occluded. Distal flow down the left leg resumed at the left iliac bifurcation as a patent right-left fem-fem bypass was seen implanted. The right limb was patent. Angio images during endoanchor implant were reviewed. A cook aortic cuff was seen implanted into the cook bifurcate. Multiple endoanchors were then seen having been implanted around the perimeter of the bifurcate/cuff/aortic neck. The majority of the anchors were placed along the right wall, over a ~2cm length span. Final angio showed no obvious contrast outside the stent grafts; the previously seen endoleak appeared to have resolved. No endoanchor issues were observed. Review of CT¿s and x-rays from 1-month post-endo anchor implant revealed that other manufacturer¿s devices were implanted in the patient. The films were non-contrast; therefore, no assessment of any endoleak or stent graft patency could be performed. The max diameter infrarenal aaa measured 70mm. No endoanchor or any other stent graft issues were observed on the x-rays. Angio images during an intervention were reviewed. The study showed 2 lumbar arteries being interrogated and possibly coiled. No other endoleak was seen in the films provided. Review of CT¿s from 1-year post-endo anchor implant revealed that other manufacturer¿s devices were implanted in the patient. The films were non-contrast; therefore, no assessment of any endoleak or stent graft patency could be performed. The max diameter infrarenal aaa measured 74mm. Multiple coils had been placed within the aaa sac since the previous studies. No obvious endoanchor issues or any other stent graft issues were observed on the films provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.